Manufacturer narrative:
Literature : gorgatti, f. Et al. (2024) ¿post-dissection thoraco-abdominal aortic aneurysm managed by fenestrated or branched endovascular aortic repair,¿ european journal of vascular and endovascular surgery, 68(3), pp. 325¿334. Doi: 10.1016/j.ejvs.2024.04.041.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D6a: date of implant is unknown. H3: code "other" was selected as the medical device remains implanted. Return not possible. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Further details were requested from the author but no information was provided yet. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed by the clinical complaints specialist team: gorgatti, f. Et al. (2024) ¿post-dissection thoraco-abdominal aortic aneurysm managed by fenestrated or branched endovascular aortic repair,¿ european journal of vascular and endovascular surgery, 68(3), pp. 325¿334. Doi: 10.1016/j.ejvs.2024.04.041. The retrospective, single-center study describes outcomes for 55 predominantly male patients with post-dissection thoraco-abdominal aneurysm (pd-taaa) treated with fenestrated or branched endovascular aortic repair (f/b-evar) between january 2014 and july 2022. Branches were bridged using self-expanding or balloon-expandable covered stents including fluency, gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device), and gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Fenestrations were usually bridged with balloon-expandable covered stents: advanta v12, begraft, viabahn (vbx device), and icover. Outcomes and adverse events are not broken down with reference to the implanted device in the literature. But gore was able to obtain additional information from author linking gore devices to the outcomes as following. On january 16, 2020, a patient (number 3) presented with post-dissection thoraco-abdominal aneurysm (pd-taaa). Treatment was provided by way of a fenestrated or branched endovascular aortic repair (f/b-evar), involving a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) device. The patient experienced occlusion of left renal artery. No reintervention was performed. Patient number 3 had a vbx device implanted, and this will be processed with mpdcase-00021328. Patient number 7 had a vbx device implanted, and this will be processed with mpdcase-00021329. Patient number 12 had a vbx device implanted, and this will be processed with mpdcase-00021330.

Manufacturer narrative:
B5: event description updated to reflect latest information. H3: device not evaluated as it was not returned. H6: codes updated to include investigation findings and conclusion. A unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established. According to the gore® viabahn® endoprosthesis with propaten bioactive surface instructions for use (IFU), complications and adverse events can occur when using any endovascular device. These complications include but are not limited to: thrombosis or occlusion.

Event description:
The following literature article was reviewed by the clinical complaints specialist team: gorgatti, f. Et al. (2024) ¿post-dissection thoraco-abdominal aortic aneurysm managed by fenestrated or branched endovascular aortic repair,¿ european journal of vascular and endovascular surgery, 68(3), pp. 325¿334. Doi: 10.1016/j.ejvs.2024.04.041. The retrospective, single-center study describes outcomes for 55 predominantly male patients with post-dissection thoraco-abdominal aneurysm (pd-taaa) treated with fenestrated or branched endovascular aortic repair (f/b-evar) between january 2014 and july 2022. Branches were bridged using self-expanding or balloon-expandable covered stents including fluency, gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device), and gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Fenestrations were usually bridged with balloon-expandable covered stents: advanta v12, begraft, viabahn (vbx device), and icover. Outcomes and adverse events are not broken down with reference to the implanted device in the literature. But gore was able to obtain additional information from author linking gore devices to the outcomes as following. Patient number 2 had a vsx device implanted, and this will be processed with (B)(4). The patient experienced occlusion of right renal artery. A reintervention was performed. Patient number 4 had a vsx device implanted, and this will be processed with (B)(4). The patient experienced occlusion of right renal artery. Patient number 10 had a vsx device implanted, and this will be processed with (B)(4). The patient experienced occlusion of right renal artery. A reintervention was performed.